Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) they fell on their right side on (B)(6) 2017. After the fall the consumer didn¿t tell the physician or have any type of x-ray performed. Since the fall the consumer needed more relief on the right side so they met with the rep. On (B)(6) for reprogramming and was given setting ¿d.¿ during this time an impedance check was performed with all results within normal limits and no abnormalities were noted. Following this it was noted the issue wasn¿t resolved, but also that the consumer was going to contact the rep. Or physician if the issue continued. No further complications were reported/anticipated.